Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 6.76 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint regarding a broken steel rope was not confirmed by failure analysis. The probable root cause can be attributed to use conditions.

Event description:
It was reported that during a da vinci assisted surgical procedure, customer observed broken wires in steel rope of the harmonic ace instrument. The procedure was completed with no reported injury.